Manufacturer narrative:
Correction: h10 a supplemental report is being submitted for a correction and device evaluation. H10 additional products d9 corrected to no. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flows on (B)(6)2020 to parameters below the normal operating range and one low flow alarm logged on (B)(6) 2020. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula / outflow graft, constriction at the outflow graft, and / or poor vad filling. Per the vad instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ outflow graft d9: no; h3: yes; h6: patient ime code(s): e0514 h6: imf code(s): f12, f08, f1203, f22, f2203, f23, f2303 h6: FDA device code(s): a24 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s); d14: investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for corrections. B2 outcome attributed to adverse event corrected from life threatening, intervention required, hospitalization to life threatening, intervention required. B5 description of event problem corrected to include that at the time of this event, the patient was compliant with their anticoagulation therapy, aspirin and phenprocoumon. B6 laboratory data corrected to (B)(6) 2020: international normalized ratio (inr) 3.3. E1 phone number corrected to (B)(6). H6 device codes corrected from a24 to a1412. Additional codes corrected from f22, f2203, f23, f2303, f26 to f19, f1203, f2203. H10 additional product h3 device evaluated corrected from yes to no, and h6 imf codes corrected from f12, f08, f1203, f22, f2203, f23, f2303 to f19, f1203, f2203 and device code corrected from a24 to a1412. Additional products: d1: heartware ventricular assist system ¿ outflow graft. H3: no. H6: imf code(s): f19, f1203, f2203. H6: FDA device code(s): a1412. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was also reported that at the time of this event, the patient was compliant with their anticoagulation therapy, aspirin and phenprocoumon.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system outflow graft model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk. UDI #: asku. Mfg date: unk. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms and power consumption below normal range. The patient's international normalized ratio (inr) was therapeutic at 3.3. An echocardiogram, transesophageal echocardiogram (tee) and computerized tomography (CT) scan were performed. There was an outflow graft thrombus at the anastomosis to the aorta. Outflow graft stenting was performed. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.